Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized due to a syncopal event. The device was reprogrammed and remains implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.